Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented accordingly. This type of tip damage is most likely due to impact or handling of the device. The instruction manual warns users to "always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath's insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop-align working element and sheath parallel to one another before proceeding."

Event description:
Olympus received a voluntary medwatch ((B)(4)) report which stated "during use of 25 fr resectoscope during cystoscopy, the white plastic tip broke apart inside the bladder of the pt." Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that the device fragment was retrieved with a grasper. The intended procedure was completed with another similar device. There was no patient injury reported. The patient was discharged home the same day.